Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine 2.5mg/ml at 1.25mg/day and dilaudid 5mg/ml at 2.5mg/day via an implantable pump. The indication for use was spinal pain. The patient had their pump implanted yesterday, (B)(6) 2017 and today the healthcare provider reported od (overdose). The patient was ¿sleepy¿ post op and then this morning the patient¿s blood pressure went from 111/77 down to 70/40 now. Per the healthcare provider the patient was stable. The patient¿s physician was contacted and he stated to contact the manufacturer representative to decrease the it (intrathecal) dose.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was not overdosed. The patient had other medications on board which caused sedation and urinary retention. The actions taken were the pump dose was reduced by 50%. Per the healthcare provider there was no overdosage via the it pump. The symptoms were resolved.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8870 lot# serial# unknown implanted: explanted: product type software product ID neu_unknown_prog lot# serial# unknown implanted: explanted: product type programmer, physician if information is provided in the future, a supplemental report will be issued.